Event description:
It was reported to boston scientific corporation that an acquire pulmonary olympus 25ga was used during an endobronchial ultrasound procedure performed on an unknown date. During the procedure the needle somehow was faulty and even though they tested before hand, during the procedure the needle would not advance through the sheath. It was reported that the patient was sedated when the event occurred and there was no scheduled date to compete the procedure. The procedure was cancelled due to unavailability of replacement device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate on the date that the manufacturer became aware of the event. Premarket / 510(k) #: k163248, k151895. Impact code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.